Manufacturer narrative:
Initial reporter name: dr. (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture".

Event description:
Physician reported left side "pain, inflammation" and ultrasound findings of "breast implant with increased space between the capsule and the membrane showing diffuse echoes outside the membrane and pericapsular laminar liquid, findings suggestive of intracapsular rupture." The device remains implanted.